Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of etoposide was noted by the patient to be wet and leaking at the filter of the tubing. There was no patient harm.